Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that specific areas of the touch screen display were not responsive to the customer's touch. There was no adverse impact to the customer's blood glucose level. Reportedly, customer contacted the healthcare provider regarding alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.